Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that a patient data (pd) error was observed upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) explained the pd error and walked the field representative through reprogramming. This s-ICD remains in service. No adverse patient effects were reported.